Event description:
It was reported that a catheter issue occurred. A 75% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal to mid left anterior descending artery. There were no issues during the pre test, and the procedure proceeded without problems until midway. After placement of a non-boston scientific (non-bsc) stent, when the device was slightly pushed and advanced further, the imaging catheter became twisted and bundled. The device was successfully removed. The procedure was completed using another of the same device, with no adverse patient outcome reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.